Event description:
Follow up information identified the patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the thoracic ipg site. The ipg is too close to the sacrum and bony structures. The patient is requesting a full system explant. Surgical intervention may be pending to address the issue.